Event description:
It was reported that the patient was seen in the clinic, and his vns system registered high lead impedance upon initial interrogation. System diagnostics had not been performed at the time of the report, but it was confirmed that the report of high impedance was from the warning message associated with the last automatic impedance check. The patient was stated to have fallen and was suspected to have contributed to the high impedance, but the exact relation if any has not been made apparent to date. Surgical intervention to address the high impedance has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that x-ray images were taken of the patient¿s vns. No lead fracture was identified when reviewed by the office of the treating physician. Two x-ray images with an ap view of the neck and chest and a lateral view of the chest were reviewed by the manufacturer. The generator was placed normally per labeling. The lead pin could be visualized past the connector blocks. The feedthru wires appeared to be intact. The lead electrodes appeared to be appropriately placed per labeling. No gross lead discontinuities or sharp angles were observed. A small portion of the lead was obscured by the generator. The patient¿s full vns replacement surgery was completed. The explanting facility reportedly requires the patient to sign a hipaa release for devices to return to the manufacturer. As the manufacturer is not aware of a signed release to date, device return is not expected. No additional pertinent information has been received to date.